Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that redness, exudate developed at the access site. The patient with cervical cancer underwent PICC placement from the left basilic vein under the ultrasound guidance on (B)(6) 2019 to protect her peripheral vessels. The puncture went smoothly without errhysis or exudate. Redness, little exudate, and slight tenderness were observed at the access site during the dressing change on (B)(6). The dressing was changed following the surgeon's advice. No redness, exudate or tenderness were observed at the access site during dressing change on (B)(6)."